Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer also reported that insulin was squirting out during manual priming. Blood glucose level at the time of the incident was 113 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unable to prime during the prime/a33 test due to faulty fsr (gold). No prime/delivery alarm noted during testing. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.